Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl) and a bolus was delivered to address bg. During the pump system check with tandem technical support, an occlusion alarm occurred. Customer changed the pump supplies and the alarm did not reoccur. Insulin injections were administered and bg had lowered to the 300 mg/dl range.